Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, baxter cannot determine root cause. Should any additional information become available, a follow-up report will be submitted. A 510k number cannot be provided in this report because the product code is unknown at this time.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 on the homechoice (hc) machine during the initial drain cycle. The technical service representative (tsr) assisted the home patient (hp). The hp states there is air in the patient line. The tsr explained the alarm to hp. The hp will restart new supplies and notify the nurse of the alarm. No patient injury or medical intervention was reported.